Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease. The patient reported that she thought the ins needed to be removed because it was out of position. The patient reported that she was considering having it updated or removed. The patient reported that the ins was implanted for back pain. The patient reported that that she had a balance problem, has had falls, a hospitalization, tremendous pain in her back and didn¿t think her implant helped at all. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that her device was not working at all. The patient confirmed she may be having the device removed or replaced due to the concern that it was out of position. The patient noted her doctor had not checked the battery status yet but ordered a CT scan and a manufacturer representative was going to meet her at her next appointment.